Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed circuit board. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg there was the possibility that the reported phenomenon was attributed to the accidental failure of the printed circuit board. In addition, omsc confirmed that this phenomenon was not caused by product or manufacture, there were no safety problem, and there was no frequent occurrence. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that after the olympus logo was displayed on the touch panel of the subject device, it turned black and became slightly brighter once, and then nothing was displayed on the touch panel. The user checked all the cables and confirmed that there were no problems with them. And, the user found that even if the power of the subject device was cycled several times, the reported touch panel issue was not resolved. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of "g3: date received by manufacturer" in the initial report submitted on june 20th, 2021. "G3: date received by manufacturer" should be june 1st, 2021, and not may 26th, 2021 as previously reported.